Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 08/19/2016. Date of follow-up report : 09/29/2016. The reported condition that the jaws stuck on tissue was not confirmed. Inspection found excessive blood and eschar on the seal plates between the jaws and in the hinge of the jaws. The device was activated on simulated tissue and no sticking was observed. Mechanical function of the latch mechanism was acceptable. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device jaws were stuck on the patient&#38112;tissue after the cutting mechanism was deployed. Damage to the tissue was noted upon removal of the device jaws. Blood loss was described as being less than 250cc. An arista device was used to control bleeding. The patient's current status is well.